Manufacturer narrative:
The reporter was uncertain of the exact lot number, so reported the following nine lots with the corresponding MFR dates: 1180827-06/07, 1180830-07/07, 1180829-06/07, 1180825-06/07, 1180831-07/07, 1180834-07/07, 1180828-06/07, 1180826-06/07, 1180835-07/07. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that the tubing is pulling out where the tubing goes into the cassette. The reporter stated that, in some instances, the clinicians were pulling on the tubing prior to placement on the pt. There was no pt injury or treatment associated with this event.